Event description:
During the inspection, it was observed that the dc connector was not functioning properly and was loose. Therefore, the dc connector was replaced along with a new headset flexi assembly, following the ais 23-2583 tempus pro outer case (printer) (issue 6) guidelines. This replacement enabled the tempus to receive dc charge through the dc socket. The device subsequently passed performance verification.